Event description:
A home health nurse reported that the pt's surestep meter had been giving "readings that have been higher than her blood sugar actually is" for about a month. Nurse stated that the pt had been hospitalized 2 or 3 times in the past year (dates and details unk). Pt's most recent hospitalization occurred in june when she was admitted for low blood sugar and pneumonia. Pt's admission glucose result (unk method) was 93 mg/dl. Pt's meter read either 271 or 362 mg/dl at the same time. " pt was treated with insulin injections." During a routine office visit on 7/29, a lab result of 117 mg/dl was obtained. 30 minutes later pt's surestep meter read 297 mg/dl. Pt had eaten a meal prior to the office visit. No report of treatment during the office visit. Pt's medications were changed "3 weeks ago" from diabeta 2 times per day and glucophage 3 times per day, to glucophage 3 times per day. Pt's diabeta was omitted.